Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) would not turn on. The patient was sent a replacement unit.

Manufacturer narrative:
Section e: continuum services was the distributor in initial report. Manufacturer's investigation conclusion: the reported event of mobile power unit (mpu) failing to turn on was confirmed. The returned mobile power unit, serial (B)(6), was visually inspected showing punctured marks on the silicone jacket of the patient cable. The unit was connected to ac power and failed to turn on due to damaged patient cable. The patient cable was replaced and was reconnected to a test mpu which was able to turn on and provide power to a test system controller. The cable was manipulated especially around the punctured marks turning off and on the mpu. The cable around the punctured marks was stripped down to the wire showing damages to multiple wires. Per the design input requirement for mpu, the mpu has a protection circuit on all output lines and will return to full functionality when the short circuit condition is removed. The mpu circuit protection activated due to the positive current wires shorting to a shield. The unit with a new patient cable was functionally and passed all steps without any issue. The unit will be returned to the customer. A root cause of the reported event was determined to be damaged wires on the patient cable from the puncture marks. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.